Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes an unspecified number of tubes had damage to the shield causing instrument issues. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #: +(B)(6). Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged cap was observed. Additionally, 100 retention samples from bd inventory were visually inspected with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged cap. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.